Manufacturer narrative:
Section 'device' refers to the main device, other components include: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter; product ID 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Updated to reflect the report of the planned surgical intervention. Event description updated to reflect the information received on 2019-feb-11. Pt code (B)(4) and device codes (B)(4) added to reflect the information received on 2019-feb-11. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a manufacturer's representative (rep) on 2019-feb-11. It was reported that the patient's pain was not being controlled as well. Over the past months, the patient has experienced poorer pain relief. It was reported again that the patient was having volume issues at refills and the difference between the expected and actual reservoir volumes were near or out of scope. It was noted that at the (B)(6) refill, the expected volume was 4.5 ml but the actual volume was 14 ml. A catheter dye study was performed on (B)(6) 2019 and they were unable to aspirate the catheter. The plan is to replace the catheter and pump in the future. Eri of the pump was listed as 30 months. This issue was not considered resolved at the time of the report. The patient's status was listed as "alive-no injury".

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving unknown drug via an implanted pump. The indication for use was spinal pain. It was reported the nurse interrogated the pump and the reservoir volume was 1.5 ml but when the pump was aspirated 11.5 ml were taken out of the pump. Since this was about the 25% guideline, a catheter dye study or pump replacement should be scheduled. The event date was noted as (B)(6) 2018. On (B)(6) 2018, pump aspiration was more than guidelines permitted and a dye study and rotor evaluation were to be scheduled. It was indicated the event was related to the device or therapy. No actions were taken and the issue was noted as ongoing. The patient's weight was (B)(6).

Manufacturer narrative:
The pump was returned, and analysis found an alarm was out of specification due to an anomaly with the resonator. Both catheters were returned, and analysis found dried drug, blood, or foreign material occlusion in the catheter body. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated a catheter access port (cap) contrast study performed on (B)(6) 2019 had failed and revealed the catheter was occluded and needed to be replaced. The pump would also be replaced if insurance allows. The outcome of the event resolved without sequelae on (B)(6) 2019. The entire system was explanted/replaced on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) on 2019-may-01 indicated that the cause of the volume discrepancies and the inability to aspirate the catheter was due to an occlusion of the holes at the tip of the catheter. It was noted that the occlusion was found during surgery on (B)(6) 2019. It was indicated that the volume discrepancies and inability to aspirate was resolved because the patient had surgical replacement. No further complications were reported/anticipated.